Event description:
It was reported that subsequent to the implant of a protegen sling for treatment, the pt experienced urinary retention. In 1997 during urethrolysis, the bladder was lacerated and repaired. Following repair of the bladder, the sling was explanted. The device was not returned for evaluation. Therefore, no failure analysis is available. Without evaluating this device, co was unable to be determine if the device meets specifications, and co was unable to determine the specific relationship of the device to the event.